Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number(B)(4) event occurred in united arab emirates. It was reported that the patient faced an event on (B)(6) 2025 where quich release was cracked. No further information available.